Event description:
Hcp reported an "emergency explant 3 months ago due to infection" of a drug pump. The device was not returned to the manufacturer for analysis. A follow up report will be filed when additional information is received.